Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the potential customer experienced an elevated blood glucose (bg) level of 470 (mg/dl) while using a tandem demo pump. Reportedly, potential customer is a health care provider and decided to try the tandem demo pump that was at their office. Potential customer reported that bg levels were controlled for the first 100 units of insulin delivery before bgs began to elevated. Potential customer disconnected from the pump and delivered a bolus in which insulin was seen coming from the infusion set. Potential customer then reinstated pump use and reported that bg levels returned to target range. Although requested by tandem technical support, no additional information was provided on the reported event.